Event description:
Following a diagnostic coronary procedure, the physician selected a vascade 6/7f device for closure. The physician held onto the white marker to slide the black sheath, and it got stuck after only half of the collagen was exposed. Several times the cardiva rep instructed him to completely disengage the key, re-advance the key into the locking portion, hoping this would allow for smooth movement when trying uncovering the rest of the collagen. As he was doing this, the black portion of the sheath, just under the white marker split in half. The physician removed the vascade and instructed the tech to apply manual pressure. No injury to pt. The outer sleeve remained on the device.

Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. No pt injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.